Event description:
It was reported that during the procedure, "when high powers (8-10) have been selected, the message "test fire failed" appeared at the display". The error could not be cleared and the procedure was not finalized. There was no report of injury.

Manufacturer narrative:
The component code power refers to the results code power source problem. System field service analysis: oc lens has been replaced. Laser emission calibrated. Equipment checked and tested and it is working properly.